Event description:
Device 1 of 2: reference MFR report #1627487-2012-12206. The patient reported pain at the ipg site and absence of stimulation in her back. The patient has been programmed multiple times without success.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.